Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd signal wire fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd signal wire. In addition, our technician confirmed that the segment fluid damage, the control body fluid damage, the lg connector fluid damage, the insertion flexible tube coating damage, the lcb (light carrying bundle) broken, the objective lens dusty, the ccd drive pcb corroded, the bending rubber leak, the lg cable connector housing disinfections damage, and the ccd module with drive pcb shadow in image; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(fluid damage).